Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of 'door jammed' alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since this item was found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The door jammed alarm was confirmed through an event history log review, the cause was undetermined. If any add'l info is rec'd a follow up will be sent. The input/output printed circuit board was replaced.